Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 12.5fr hickman t/l catheter was returned for sample evaluation. Visual, microscopic visual, tactile, dimensional and functional evaluations were performed. Complete circumferential breaks were noted on proximal ends of two extension legs (red and white) and distal end of the catheter. The edges of the proximal end of the red luer extension leg were noted to be jagged and surface was noted to be granular, one small region was smooth. The edges of the proximal end of the white luer extension leg were noted to be round and surface was noted to be granular. The red and white luer extension leg abnormally elastic was noted. Catheter hub segment was noted to still be attached to the proximal end of the extension leg. Catheter was pulled by patient, which was against the IFU. Therefore, the investigation is confirmed for the reported fracture, material separation and identified improper procedure issue. The definitive root cause for the reported fracture and the identified material separation issues could not be determined based upon available information, the root cause for the improper procedure issue was determined to be use error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instruction for use states: carefully remove the old dressing, starting from the top of the dressing and working downward. Remove the tape or dressing carefully to avoid irritating your skin or pulling on the catheter. Caution: do not use scissors or any sharp-edged instruments as they could damage the catheter. Gently clean the outside of the catheter with the inside surface of an alcohol wipe, starting from the exit site to the catheter connector. You may hold the catheter at the exit site with another alcohol wipe to prevent pulling on the catheter. Do not pull on the catheter. Coil the catheter, check to see that it is not kinked or pinched, and secure it to the chest or dressing with tape. This will prevent pulling of the catheter at the exit site and decrease irritation. H10: d4 (expiry date: 08/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and eighteen days post a chronic catheter placement, the line was allegedly pulled apart from the patient. It was further reported that the lumens were allegedly ripped apart. Reportedly, line was not removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 12.5fr hickman t/l catheter was returned for sample evaluation. Visual, microscopic visual, tactile, dimensional and functional evaluations were performed. Complete circumferential breaks were noted on proximal ends of two extension legs (red and white) and distal end of the catheter. The edges of the proximal end of the red luer extension leg were noted to be jagged and surface was noted to be granular, one small region was smooth. The edges of the proximal end of the white luer extension leg were noted to be round and surface was noted to be granular. The red and white luer extension leg abnormally elastic was noted. Catheter hub segment was noted to still be attached to the proximal end of the extension leg. Catheter was pulled by patient, which was against the IFU. Therefore, the investigation is confirmed for the reported fracture, material separation and identified improper procedure issue. The definitive root cause for the reported fracture and the identified material separation issues could not be determined based upon available information, the root cause for the improper procedure issue was determined to be use error. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instruction for use states: carefully remove the old dressing, starting from the top of the dressing and working downward. Remove the tape or dressing carefully to avoid irritating your skin or pulling on the catheter. Caution: do not use scissors or any sharp-edged instruments as they could damage the catheter. Gently clean the outside of the catheter with the inside surface of an alcohol wipe, starting from the exit site to the catheter connector. You may hold the catheter at the exit site with another alcohol wipe to prevent pulling on the catheter. Do not pull on the catheter. Coil the catheter, check to see that it is not kinked or pinched, and secure it to the chest or dressing with tape. This will prevent pulling of the catheter at the exit site and decrease irritation. H10: d4 (expiry date: 08/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and eighteen days post a chronic catheter placement, the line was allegedly pulled apart from the patient. It was further reported that the lumens were allegedly ripped apart. Reportedly, line was not removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.